Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did no locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order failed to cross and customer stated that due to this issue they were experienced that order was not displayed to removed medication and required to override to get the medication out. A technical support specialist checked the order and confirmed it was displayed on the station database and confirmed with the customer that the patient was discharged.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication was showed on the server but didn't crossed to ed station. So that the order didn't showed on the station for the nurse to remove the medication under the order, therefore the customer override to get the medication out. There were no adverse events or injuries reported based on this incident.